Event description:
A user facility clinic manager (cm) reported the transducers included in the combi set are not functioning properly. The transducers do not seat properly in the hemodialysis (hd) machines. They constantly alarm tms pressure alerts (both high and low). They consistently become loose from machine and cause malfunctions in hd treatments. They all must be replaced with older transducers (which we have for replacing wet transducers) in order to complete hd treatments. Upon follow-up, the cm stated they are experiencing connection issues with the new, smaller transducer protectors. The reported issue is intermittent, and the staff are now just replacing the transducers with the older, larger ones which seem to work without issue. The cm stated the issue was ongoing but was unable to determine frequency or how many times the issues have occurred. The cm stated the staff and biomedical technicians believe the cause of the issues were related to the new transducer protectors. The cm stated all staff are properly trained on installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said the transducer protectors are too small and don¿t fit properly in the transducer port and causes frequent high and low transmembrane pressure (tmp) alarms to occur on the machines. The reported issue requires staff to change out the transducer protectors for the old ones which are known to work better, and typically the treatments are then continued with no further issues. On occasion, the tmp alarms continue after they replace the transducer protectors. There have been instances where patients have lost blood due to the amount of air entering the circuit. An estimated blood loss volume could not be provided. The staff occasionally has to re-string the machines with new supplies for the patients to continue treatment or move patients to different machines. It was confirmed that there have been no adverse events. The cm stated the biomedical technicians have not found any issues with the machines themselves. The machines are functioning as expected. No samples from the reported lot were available to be sent back for evaluation as the actual used samples had all been discarded. The cm stated a companion sample from the implicated lot was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.